Event description:
The customer reported that during a prostate procedure, the side-firing fiber was noticed for the first two fibers used "fiber did not work, it went straight through fiber life at 0 joules". A third fiber was used and was reported to "work for only a few minutes and did not have enough power at 24,000 joules." The procedure was completed with an alternate procedure "turp". Patient outcome: "doctor completed with a turp". This report is for the third fiber.